Event description:
Physician using a valleylab edge coated electrode to perform a dissection through an inframmary approach. Physician noticed that the insulation was missing off the electrode. After looking for it, the physician discovered it had fallen off the electrode. The insulation was removed off the surgical field. Another electrode was obtained. The pectoral muscle was elevated and divided inferiorly completely and partially medially. A symmetrical dissection was performed on the other side through the same approach. Procedure completed without further complications. Patient taken to recovery room in stable condition.what was the original intended procedure?bilateral breast augmentation.